Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Stent damage at the proximal end of the stent is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm promus premier stent delivery system (sds) was selected. The device was inserted and then removed. Prior to reinsertion, "a metal barb" was noted. The device was not reinserted. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.25x16mm promus premier¿ stent delivery system (sds) was selected. The device was inserted and then removed. Prior to reinsertion, "a metal barb" was noted. The device was not reinserted. No patient complications were reported and the patient's status was stable.